Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient's weight was not provided. Doctor's email address was not provided. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had pain and infection for a few weeks. Patient was put on antibiotics on and off and dr thought the patient would get better but she didn't and the implant had to be removed. Inflammation also reported. Tooth #30.